Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported after thawing the paxgene® blood rna tube, there was tube breakage and subsequent sample leakage on eight (8) devices. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary bd had not received samples or photos for evaluation. Retention samples are not available for inspection because lot number 1336872 expired on 31-august-2023. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported after thawing the paxgene® blood rna tube, there was tube breakage and subsequent sample leakage on eight (8) devices. There were no health consequences or impacts reported.